Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Examination of the product involved may provide clarification as to the cause for the reported failure. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history review could not be completed as no batch number was provided. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause is undetermined. Rationale: no batch#/sample available. No further investigation required.

Event description:
It was reported that the bd precisionglide¿ needle leaked insulin during use ¿material no. 305110 batch no. Unknown. 2 of 2. The following information was provided by the initial reporter: pt stated" she encountered leakage where the needle meets the syringe, when she filled the syringe with insulin. Pt changed out needle and syringe and successfully filled cartridge with insulin. Pt did not have samples to send back.¿